Manufacturer narrative:
The customer staff claimed the side rail malfunction. Allegedly, the side rail was falling off the citadel plus bed frame. The issue occurred when the device was in use. No injury was reported. The device evaluation conducted by the arjo representative confirmed the claimed issue. Based on the photographic evidence provided, the side rail panel was partially detached from the side rail mechanism as the screws holding the panel to the mechanism were ripped off. The arjo representative observed that the customer staff experienced difficulties in locking the side rail. These difficulties occurred because the width extension sections which allow to extend of the width of the bed were not used (the bed overall width is 40,6 in / 103 cm) although the mattress placed on the bed (arjo maxxair ets) was set on width 48 in / 121, 9 cm). The excessive force used to lock the side rail caused the side rail panel partial detachment from the side rail mechanism. In-service focusing on the extension frames functionality and inflation/deflation of the mattress was provided to the nurse by the arjo representative during the pick-up of the bed frame. The instruction for use for citadel plus bed frame (831.374-en) instructs user to: ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. The bed frame was in use. No injury occurred. This complaint is deemed reportable due to the safety side detachment.

Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow up report once the investigation is completed.

Event description:
The customer staff claimed the side rail malfunction. The side rail panel was partially detached from the bed frame. The issue occurred when the device was in use. No injury occurred.